Event description:
It was reported that the insulin pump alarmed no delivery several times during a bolus and basal. The customer's blood glucose was unknown. The customer treated with manual injections. Troubleshooting was performed, and the customer stated that the alarm was resolved by changing the infusion set and reservoir. Assisted the caller to run a manual prime test and the insulin did exit. Instructed the customer to remove the cannula and it was not bent. Performed the self test and passed. It was stated that the customer was not comfortable with the device and requested a replacement. A follow was conducted and found that the customer was hospitalized due to high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.